Event description:
It was reported that the pt experienced a seizure and woke to find people telling her that she had not been "making sense" when she was talking and that she was heavy/strong. The pt's mouth was bleeding from chewing in her mouth (she bit her daughter who was wiping away the blood). The pt had trouble remembering and was confused. Upon waking, the pt's left hand was numb, which lasted for one and one half weeks. It was indicated that the pt's pump was low on medication and due to be refilled. The concentration and daily dose of baclofen being delivered via the pump were not reported. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.